Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient, who had difficulty charging, underwent a revision procedure due to the placement of the ipg. The patient was reportedly doing well postoperatively.